Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that the device had low power and it became very hot when it ran. During service/repair, it was determined that the components were worn. It was further observed that the device was corroded. The assignable root cause was determined to be due to normal wear out from use and improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the small battery drive device did not have enough power. During in-house engineering evaluation, it was observed that the device became very hot when it ran. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.